Manufacturer narrative:
(B)(4). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that when the packaging of the femoral component was opened during knee arthroplasty, the inner sterile packaging was noted to be broken. Another implant was used to complete the procedure. No adverse events were reported as a result of this event.

Manufacturer narrative:
The complaint sample was evaluated and the reported event was confirmed through visual inspection. The returned product identified that both the inner and outer sterile cavities were cracked while the carton box remained undamaged. It as also noted that the wrong end of the carton box was opened as the tamper evident label was still completely intact. The device history records were reviewed and no discrepancies were identified. The likely condition of the part when it left zimmer biomet control is considered conforming based on evaluation and therefore, the root cause of the reported issue is attributed to transit damage. Additional action was taken to address this issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.